Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.1, retest inratio: 4.1, lab: 2.8. Both patient's target therapeutic ranges are 2.0-3.0.

Manufacturer narrative:
Investigation pending.